Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: examination of the returned instruments confirmed the cracked and broken handle. Previous investigations found design is attributed to the handles cracking;(B)(4) was implemented on (B)(4) 2008 to change the material from (B)(4). The returned device was made after these changes. (B)(4) was implemented on (B)(4) 2013 that further changed the material from (B)(4). Further corrective action is not indicated. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(6). If information is obtained that was not available f or the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
One cup inserter is broken. The other inserter has a crack in it. Update feb 23, 2016 upon product evaluation of part-(B)(4), lot-ag2018767 the handle is broken into pieces. The other inserter reported is cracked.